Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A line on the mainbody was found, however the line on the mainbody is a molding line on the part and not a defect. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp (light blue main body) of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy, as soon as the device was used. There was no patient injury or medical intervention associated with this event. No additional information is available.